Event description:
It was reported that clinician found the report confusing as there was a difference in data percentage measurements for atrial tachycardia/atrial fibrillation between the six month rolling window and the mode switch. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.